Event description:
The pt's valve was heavily calcified and significantly stenotic. The valve was then excised and a valve prosthesis was selected. Sutures were placed through the sewing ring and it was attempted to seat the valve. Surgeon was able to get it within the aorta but really did not seat satisfactorily in the supra-annular position. Because of this, it was taken out. Upon explant surgeon unintentionally created a hole in a leaflet. Valve was permanently retired. Pt received a different valve.